Manufacturer narrative:
The device was returned to olympus for inspection. The most probable cause of the errors displayed are traced to expected or random component failure without any design or manufacturing issue, due to stress problems caused by either excessive or inadequate physical force exerted on it by another object resulting in wear, bending, deformation, fracture, fatigue. A root cause for the white residue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited b30, e216, e226 scope communication error codes, and white residue in the air/water channel on both sides. There was no patient involvement.